Manufacturer narrative:
Device codes: 1494 labeled. Internal file number - (B)(4). Device code 1494 - incorrect anatomy. It should be noted that the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is unknown whether the deviation of the IFU contributed to the reported detachment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. As reported, the broken wire was retrieved via right femoral vein approach. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
User facility medwatch report received that states: [patient with known vascular disease to cardiac cath lab for left and right heart catheterization, left ventriculogram, and coronary angiogram on (B)(6) 2019. The approach was right radial artery and ac vein, then the right femoral vein was accessed by md. The balance middleweight guide 190cm wire broke off in the peripheral basilica vein. The location of the broken wire was confirmed by md via fluoroscopy and then retrieved via right femoral vein approach. The patient tolerated the procedure including removal without problem. She was referred to cardiac surgery for CABG x 2 which was done on (B)(6) 2019. The patient was discharged to home on (B)(6) 2019]. No additional information was provided.